Event description:
The customer contacted stryker to report their device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. It was observed that the stack connecter was not completely seated. The connection was reseated securely to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
The results code grid and conclusion code grid have been updated. The initial medwatch report indicated: results code grid: operational problem and conclusion code grid: cause not established the initial medwatch report should indicate: results code grid: electrical/electronic problem identified and conclusion code grid: cause traced to component failure

Event description:
The customer contacted stryker to report their device would unexpectedly power off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.